Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2003. Revision due to aseptic loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of micromotion caused by an insufficient bond between the tibial tray and the bone cement, which led to aseptic (non-infected) loosening.

Event description:
Index surgery: 2003. Revision due to aseptic loosening.